Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of procedure correction.

Event description:
Lead replacement procedure took place on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-09332. It was reported that the patient was experiencing ineffective therapy. X-rays later revealed that the patient's lead had migrated. As a result, the patient was scheduled for a procedure on (B)(6) 2019. During the case, it was discovered that left lead had migrated as well. Both of the patient's leads were explanted and replaced. Therapy was restored following the procedure.